Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of black particles in mask, humidifier not working and not reaching the pressure. There was no report of serious injury or harm. There is no medical intervention was specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated. The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box b: describe event or problem was corrected in this report.